Event description:
It was reported that a software update was attempted on this boxed subcutaneous implantable cardioverter defibrillator (s-ICD), however was unsuccessful. The following day the local area field representative attempted to interrogate the device but it was unable to be found by the programmer. A magnet was applied to the device which elicited a single beep as expected. The programmer was rebooted and when the device was interrogated a message was displayed indicating the device should not be implanted. Technical services recommended returning the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a software update was attempted on this boxed subcutaneous implantable cardioverter defibrillator (s-ICD), however was unsuccessful. The following day the local area field representative attempted to interrogate the device but it was unable to be found by the programmer. A magnet was applied to the device which elicited a single beep as expected. The programmer was rebooted and when the device was interrogated a message was displayed indicating the device should not be implanted. Technical services recommended returning the device.